Manufacturer narrative:
Other text: d4: UDI and g5 are unknown. No product information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. No problems or issues were identified during this device history record review three used decontaminated catheters were returned for investigation. Under visual inspection we noticed that catheters were flexed and teared as described by customer. Customer described that catheter was very flexible and can be stretched. Instructions for use contains following paragraph: "if resistance is felt or if the catheter stretches excessively on withdrawal, cease removal. Never exert excessive force as this may compromise the integrity of the catheter. If clinically appropriate, reposition the patient (flex or extend, sit up or lay down) and slowly withdraw the catheter. If further resistance, repeat step and/or allow the patient to relax for several minutes/hours and attempt removal later. If unable to remove, consult anesthetist." The root cause of the reported issue was most probable customer did not follow instructions for use - do not remove catheter when stretching was observed. No actions were taken .

Event description:
It was reported from the anesthesiology and nursing team's that: "during catheter removal, the same, was very flexible, getting to stretch, ease of breaking. The patient did receive medical or surgical intervention to remove foreign body.